Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint , further investigation could not be conducted and therefore complaint is ot confirmed.

Event description:
It was reported that a foley catheter was inserted in the patient on the 23/09. It removed by itself from the patient on the morning of 24/09 with a deflated balloon. The balloon was then re-tested, and it appeared to be pierced (hole). Prior to initial insertion of the catheter the balloon had been tested. The balloon was inflated with the kit's lubricant at 10ml as per instructions. The same case occurred in the same palliative care department last week, but the sample was not kept. Additional information indicates that there was no clinical consequence for the patient. There was no other catheter used afterwards.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a foley catheter was inserted in the patient on the 23/09. It removed by itself from the patient on the morning of 24/09 with a deflated balloon. The balloon was then re-tested, and it appeared to be pierced (hole). Prior to initial insertion of the catheter the balloon had been tested. The balloon was inflated with the kit's lubricant at 10ml as per instructions. The same case occurred in the same palliative care department last week, but the sample was not kept. Additional information indicates that there was no clinical consequence for the patient. There was no other catheter used afterwards.